Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced two inappropriate shocks due to noise and oversensing on the right atrial (ra) lead and right ventricular (rv) lead channels. Subsequently, device therapy was programmed off. Technical services reviewed the data and noted there were out of range pacing impedance measurements on the rv channel along with low sensing amplitude. At this time, the lead remains implanted. Rv lead replacement was recommended. Additional information was received, stating that due to long waiting list for explant, the device remains in service until further notice. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced two inappropriate shocks due to noise and oversensing on the right atrial (ra) lead and right ventricular (rv) lead channels. Subsequently, device therapy was programmed off. Technical services reviewed the data and noted there were out of range pacing impedance measurements on the rv channel along with low sensing amplitude. At this time, the lead remains implanted. Rv lead replacement was recommended. Additional information was received, stating that due to long waiting list for explant, the device remains in service until further notice. No additional adverse patient effects were reported. Additional information: this rv lead was capped and abandoned (i.e., it remains implanted but is no longer in service) when the patient underwent a device upgrade procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.